Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that there was a sudden loss of therapy and the patient experienced a return of symptoms that included tremors. It was confirmed that the patient was charging the implantable neurostimulator (ins) like normal and the device was fully charged. It was then stated that the implantable neurological stimulator recharger (insr) was not displaying a lightning bolt. It was reviewed that this indicated that the ins was off. The consumer also reported that they were unable to power on the patient programmer; the batteries were replaced and this issue was resolved. Stimulation was then turned back on and the patient programmer was used to confirm that the ins was on and ok.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.